Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had trouble with pressing the buttons on the insulin pump. Customer was not able to provide all details at that time and he will call back again to provide details. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.